Event description:
Intermittent noise can be seen beginning in (B)(6)2024. The short rv interval counter went from trending at 0, to trending >249 since february 2024. Pacing impedance has trended within normal ranges. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.